Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the iol was noted to be split after the iol unfolded in the eye. The incision was enlarged minimally to facilitate removal and replacement of the iol. The surgeon stated the pt did not 'suffer any harm'.